Event description:
It was reported that a user contacted support regarding insulin dosing after a breakfast meal announcement, received an on-board dose of approximately 15.196 units, and was informed that basal insulin delivery continued as expected on the ilet system. The user's bood glucose was at 239 mg/dl. Customer care provided support that included review of device reports and dosing history. Investigation of this case revealed no device malfunction and confirmed appropriate automated basal delivery following the meal bolus. No clinical symptoms associated with hyperglycemia reported. Outcomes included user education and troubleshooting with confirmation of proper device function and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.